Event description:
Boston scientific received information that a pneumothorax was observed in the patient one day post-implant. The patient received oxygen due to the pneumothorax, but no surgical intervention was required. The right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.